Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 147 mg/dl. The customer declined troubleshooting with tandem technical support and further information was unable to be obtained.